Manufacturer narrative:
Correction: it was found that the device was not a defibrillator and this complaint is not reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was auto restarting. There was no patient involvement.